Manufacturer narrative:
The initial MDR stated that the sensor interface board and flow sensors were replaced. This supplemental MDR is submitted to correct the information that the sensor interface board and flow sensors were recommended for replacement but the recommendation was declined by the user. The initial MDR stated that the sensor interface board and flow sensors were replaced. This supplemental MDR is submitted to correct the information that the sensor interface board and flow sensors were recommended for replacement but the recommendation was declined by the user.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board and flow sensors were replaced. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.